Event description:
It was reported that the patient underwent a left knee arthroplasty on (B)(6) 2014. Subsequently, the patient underwent an irrigation and debridement procedure on (B)(6) 2014 due to infection. The tibial tray and tibial bearing were removed and replaced.

Manufacturer narrative:
(B)(6). Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: ¿early or late postoperative infection and allergic reaction.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014- 08266).